Event description:
On (B)(6), 2010, a respiratory therapist reported inomax ds (B)(4) had monitored nitric oxide (no) readings fluctuating from minus 1 to 7 parts per million (ppm) while set at 1 ppm while on a patient on nasal cannula. A high and low calibration was performed and disposables were changed without improvement. The device was replaced with another unit. The respiratory therapist stated there was no harm to the patient and no adverse event occurred. The device was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
On (B)(6), 2010, a respiratory therapist reported inomax ds (B)(4) had monitored nitric oxide (no) readings fluctuating from minus 1 to 7 parts per million (ppm). The device is in transit for investigation. The supplemental report will be submitted within 30 days of completion of the investigation.